Event description:
The patient presented with an infected diabetic foot ulcer from a chronic wound. The wound was debrided, intravenous antibiotic provided, followed by btm implantation using staples. The surgeon wanted to delaminate the btm and graft the patient. During the procedure while taking the bandages off and inspecting the wound and lifting a corner of the btm it was noted that the btm had not adhered to the wound and presence of slough underneath, however there were areas of btm integration in the middle of the wound. The surgeon also reported that the necrosis extended to the prox phalanx of the 2/3/4 toes, and the debridement might have been too conservative and should have taken the toes when btm was used. It was also noted that integration on tendons would not have occurred however integration occurred over the tendons away from the toes, just near the toes.

Manufacturer narrative:
A batch review was performed, and it was concluded that there were no events associated with manufacturing that could have affected product safety as the batch met all specifications at the time of distribution. Based on the clinical details available, and the assessment from the health care professional, the probable root cause for the reported delayed device integration was due to a conservative initial debridement of the wound leading to a lack of viable tissue required for integration . Necrosis was observed on the proximal phalanx of the toes, where the device was implanted. As a result of the investigation, it¿s been concluded there is no product risk, a CAPA is not required, and the case will be subject to trending according to documented pms procedures.